Event description:
When the sealed product packaging was opened, the implant had already been deployed. "Implant hanging out, button undeployable" per the event report. A second package was opened and used. No harm to the pt and the procedure was completed successfully. Surgeon: (B)(6).